Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient with a pain stim implantable pulse generator (ipg) experienced beeping noises from the implantable neurostimulator during recharge, and an elective replacement indicator (eri) message was displayed on the recharger screen. The patient was under the impression that the implant would last for the rest of their life, indicating a misunderstanding or lack of information about the device's longevity. The patient was redirected to their healthcare provider for further assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient who reported they took hours to charge the implant and they had to keep going through their programs and troubleshoot to get the electricity to go through. Patient described the reposition antenna message on the recharger. Patient was last able to successfully charge the implant 6 or 8 months ago. Patient would have an upcoming knee replacement surgery in september. Manufacturer representative (rep) reported patient has hit eos.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the patient was seeing eos, the ins was dead and unable to be jump started. The patient was scheduled for replacement on (B)(6) 2025.